Manufacturer narrative:
A site representative reported that the imaging system did not react when the handswitch was pressed in order to obtain a 2d imaging. This event occurred during a procedure. The site was able to reboot the imaging system and the mobile view station (mvs) which resolved the issue. The delay of the procedure was less than an hour, and continued as intended. There was no patient impact. The logs were sent to the manufacturer for analysis and an onsite inspection was scheduled for a later date. The logs were used in a software investigation where the root cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. The logs did not provide any direct evidence of a 2d image acquisition failure. There is evidence of an umbilical disconnect event, however, it does not directly correlate to the failure. A successful system checkout was performed which verified that the issue had been resolved. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that the imaging system did not react when the handswitch was pressed in order to obtain a 2d imaging. This event occurred during a procedure. The site was able to reboot the imaging system and the mobile view station (mvs) which resolved the issue. The delay of the procedure was less than an hour, and continued as intended. There was no patient impact. The logs were sent to the manufacturer for analysis and an onsite inspection was scheduled for a later date.